Manufacturer narrative:
Stryker evaluated the customer's device and verified the error code logged in the device's memory and cleared the codes. The device was returned to the customer. The cause of the reported issue could not be determined. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.